Event description:
The patient reported that air bubbles occur when the pump is below the tubing. The patient reports having low blood sugars (in the 50 mg/dl range). This does not meet animas criteria for an adverse event. This report is being made based on the allegation of air bubbles.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.